Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: a representative sample was returned for evaluation. The sample was tested for stopper pull out and the results did not confirm the complaint. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5306833. Conclusion: without the actual sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® brand sst ii advance tubes, 5 ml 13 x 100 mm stopper was pulling out which could lead to leakage. No injury or medical intervention.